Event description:
In 2009, boston scientific corporation was informed that during a transbronchial needle aspiration, the excelon transbronchial aspiration needle was passed through the flexible scope to the carina. The needle was extended and locked and two samples were taken. Upon a third pass, the needle became locked in extended position and had to be pulled out of the scope. There were no patient complications and the patient is "stable".

Event description:
Weight of the patient is unknown. On (B)(6), 2009, boston scientific corporation was informed that during a transbronchial needle aspiration, the excelon transbronchial aspiration needle was passed through the flexible scope to the carina. The needle was extended and locked and two samples were taken. Upon a third pass, the needle became locked in extended position and had to be pulled out of the scope. There were no patient complications and the patient is "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(Difficult to retract). The hospital will not be returning the suspect device. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.